Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 02-oct-2003, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, morphine, and bupivacaine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated that she had a pump replacement about 8 days ago. The patient stated that the pump was taken out because it was damaged from the catheter. The patient mentioned that she's been without medicine for two weeks and that her pump was acting up and that's why she reported it three times. Patient services tried to clarify further with the patient, but the patient was very difficult to understand and patient services was unable to get further information from the patient. Additional information received from a manufacturer representative indicated that they would convey this information to the physician. It was also reported that due to the procedure being a full system replacement, the health care provider (hcp) elected to discontinue ptm settings. It was further reported that at the managing pump provider's r equest, the rep had tried multiple times to reach out to the patient. The managing provider's office had tried multiple times to get in touch with the patient and at the time, they had no orders from the managing pump provider. The rep further reported that as of yesterday evening, the pump managing provider stated he was going to coordinate with a facility about the management of this patient's dosing. The patient's managing provider's facility name, doctor's name and number was also provided. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp initially reported the full system replacement to the rep and that the hcp and the rep had no further information regarding the replacement.